Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, closure of the left groin access with the perclose failed, requiring a cutdown of the left femoral artery. A left femoral arteriotomy was performed and the site was closed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).